Event description:
It was reported that the lead was attempted but not used during the implant procedure. The lead exhibited high impedance when positioned. The physician tried to reposition to no avail. Additionally, the physician experienced difficulty with lead fixation. When the lead was removed from the patient, the physician tried to rotate the helix. After fifteen to twenty rotations, the helix extended. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.